Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported the body implant in tooth location #46 fractured and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite implant 3.75 x 13mm (oss313) was returned for investigation. Visual evaluation of the as returned implant identified fracture around the threads. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was unknown bone density. The reported device had been placed on tooth #46 (fdi) for approximately 8 years. DHR review for the lot number (2014110439) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2014110439) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.